Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be replaced on (B)(6) 2020 because the "device is not pumping up" and the surgeon suspects there is a leak in the system. Additional information received states the device was explanted and a new ipp device was implanted.

Manufacturer narrative:
Additional information provided in5, d1 d4, d6. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be replaced on (B)(6) 2020 because the "device is not pumping up" and the surgeon suspects there is a leak in the system. Additional information received states the device was explanted and a new ipp device was implanted. Additional information received states the device was explanted because the patient could not fully inflate the device.